Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed a powder for the infection. Outcome of the infection is unknown.